Event description:
A patient was under general anesthesia for right hemicolectomy. The ends of the colotomy were reapproximated using clamps. The ethicon endosurgery proximate reloadable linear stapler 60mm was fired. The stapler fired incorrectly and did not staple the bowel. A second stapler was obtained and fired successfully.